Manufacturer narrative:
The lot was manufactured between september 7, 2023 ¿ september 11, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection white drug residue was observed at the connection of the blue winged luer cap which suggests a leak may have occurred. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. The leak was described as, ¿white residue on the cap of the port due to leak¿. The leak was observed upon opening the device prior to patient use. The device contained 3600mg fluorouracil in 115ml 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.